Event description:
Caller reported experiencing a tandem mobi cartridge alarm but confirmed there was no adverse impact on their blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the alarm and decided to replace the pump. The customer, who was not canadian, will continue to use the current pump for insulin delivery until the replacement arrives. Cts ensured the customer was informed about the necessary steps to take upon receiving the new pump and instructions for returning the faulty one. The customer was also notified about receiving a pump with updated software and was provided guidance on putting the pump into storage mode, which was understood and acknowledged.